Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a skin reaction with itching, rash, redness and infection. The patient felt a red and warm sensation on the abdomen, so the patient consulted a doctor. The doctor told her to go to the hospital to treat the infection. The patient was not sure if the infection was caused by the dexcom device or the pump. The patient went to the emergency room where a blood test was performed, and the patient was prescribed 2 lots of unspecified antibiotics and diagnosed with a very high heart rate. The patient was discharged from the hospital after 4 hours. At the time of the report the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available